Manufacturer narrative:
The device was returned without the packaging therefore the lot number could not be confirmed. During visual inspection the device was returned deployed within the introducer sheath and was unable to be removed to analyzed. The stent delivery wire was seen to be broken and there was a build up of blood/procedural fluid around the proximal bumper coil. During the functional inspection the stent delivery wire was retracted out of the introducer sheath as it was noted that the device had deployed within the sheath. The sheath was then flushed and a mandrel was advanced through to try and remove the stent without success. The stent delivery wire was noted to be broken once it was removed from the sheath and the distal tip of the stent delivery wire is presumed to also be in the sheath with the stent. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the device analysis. The device failed to meet specification when returned based on the damage noted. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained for the duration of the procedure. It is probable that the stent delivery wire was damaged as a result of the difficulty experienced in the attempt to advance the stent. An assignable cause of procedural factors will be assigned to the reported event of the stent difficult/unable to advance or pullback through catheter and to the analyzed event of the stent deployed prematurely during use and the stent delivery wire broken/fractured during use, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) delivery wire was broken and the device was deployed prematurely. No clinical consequences were reported to the patient due to this event.